Event description:
A balloon ruptured on the first inflation at six atmospheres during an iliac angioplasty of an extreme calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed.